Event description:
The physician assistant was using the vasoview hemopro endoscopic vessel harvesting system by maquet, ref# (B)(4), to acquire a length of vein for bypass surgery. While using the cautery of the scissor tip, smoke appeared. While the jaws of the scissor were open, the cautery activated. The scissor (cautery device) was removed from use and a new one was opened. Handwritten on the device box after the incident: "cautery activating while tips open and tips expelling smoke." Manufacturer response for electrosurgical, cutting coagulation accessories, vasoview hemopro (per site reporter). The maquet rep. Is forwarding the device issue.